Event description:
It was reported that this right ventricular (rv) lead had posted a red alert to the clinic due to high out of range shock impedances greater than 125 ohms. Technical services discussed to recheck to make sure it had gone back down, and potential of changing the alert value to 150 ohms. The lead remains in-service. No adverse patient effects were reported.